Manufacturer narrative:
. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The investigation is concluded based on the sample evaluation outlined below. The sample was received at the investigation site in the outer blister and the cover foil showing the lot information. The inner blister, which ensures that the product is kept safe from damage during the shipment, was not used. The product shows obvious macroscopic signs of damage. Specifically, the forceps is deformed significantly. The sample exhibits surgery residues, most notably below the front cap. The sample was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed the macroscopically noticeable damage and displayed the deformation of the forceps arms in detail. However, the visual inspection did not show a notch that could have an impact on whether or not the pliers could be inserted (either into the trocar cannula or into the product shaft for actuation). The damage of the device which does not correspond to the initial report description very well, as well as the missing inner blister suggest that the deformation of the forceps arms was caused during the shipping process from the complainant to the investigation site. However, the point in time when the noticed malfunction occurred can no longer be determined conclusively, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed as the returned device shows significant deformation, but a root cause for the reported issue cannot be determined. It cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is:(B)(4).

Event description:
A pharmacist reported that an ophthalmic forceps was found to be defective, unable to open arms during vitrectomy on left eye in a female patient. Procedure was completed and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).